Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event was catalogued as a future date of "07/15/2026." The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high sensor readings compared to unspecified results from a competitor brand meter. The customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms of weak and blurred vision. The customer was able to self-treat with a glucose envelope. There was no report of death or permanent impairment associated with this event. A sensor result of 189 mg/dl was compared to a competitor brand meter reading of 120 mg/dl and the results, when plotted on a parkes error grid, fall into the "c" zone, showing the difference in values to be clinically significant. The length of sensor wear was 2 days. It is unknown when these readings were obtained in relation to the reported adverse event.